Manufacturer narrative:
A specific root cause could not be identified. As the precision verification and quality control were within specifications, no reagent or instrument issues could be identified. The customer was not using the recommended clear rack adapters for the 13 mm diameter tubes. There was a potential risk for samples to not be vertical in the in the racks. This could cause the probe to prematurely detect liquid if the probe contacts a droplet adhering to the inside wall of the tube.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had received a questionable ca2 calcium gen.2 result for one patient sample on the cobas 8000 c 702 module. The initial ca2 result was 6.6 mg/dl and was reported outside the laboratory. The result was questioned by the physician and the same sample was repeated on the same c702 module with a ca2 result was 8.1 mg/dl. The repeat result was believed to be correct. The customer did not believe an adverse event occurred since the physician questioned the initial result. There was not allegation of an adverse event. The ca2 reagent lot number was 20096601 and the expiration date was 28-feb-2018. The customer stated that they were not using rack adapters for the 13 mm diameter tubes. The field service engineer was unable to find a cause. He ran a mechanism check, aligned probes, and aligned the wash station. He checked all fluids, internal probe wash, temperatures, photometer, and mixers. He ran a precision check that was within specification. The customer ran quality control that was within specification.